Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (264 mg/dl). Reportedly, the customer forgot to turn on the carbohydrate feature. Tandem technical support guided the customer through adjusting the carbohydrate feature setting. Insulin shots were administered to address elevated bg levels.